Event description:
As reported by the user facility: event 1: detailed inquiry description: two incidents where there was a "cut noted in the saline line" one was noted after the patient started treatment and the other was noted during setup. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the batch history records was performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.